Event description:
Complainantt alleged that during a routine shift check by a clinician, the device has no video display and the recorder did not operate. The complainant indicated that there was no pt involvement in the reported failure.